Event description:
According to surgeon, "the tibial sleeve was found to be broken and also loose." Md thought probably "metal fatigue."

Manufacturer narrative:
Product not returned for investigation. This is the same incident as 1043534-1997-00124, 00125, and 00126.